Event description:
It was reported that during dft testing for implant procedure, two new ICD devices failed hv therapy attempts. The first replacement noted the device in backup vvi mode and the second replacement device noted possible circuit damage. The lead displayed low impedance measurements in every configuration. Lead anomaly suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.